Manufacturer narrative:
Failure analysis noted that the pump was stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. There was no motion sensor test failure alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 110 mg/dl. The pump history also showed a motion sensor test failure alarm and a check settings alarm. The customer cleared the alarm and rewound the pump but when he tried to bolus it would alarm motor error again. Troubleshooting was not able to resolve the issue. The device was returned for analysis.